Event description:
The biomedical engineer (bme) reported that the touch is non-responsive on 2nd monitor of the central nurse's station (cns). He is able to use the mouse on the screen but just not the touch. No patient harm was reported.

Manufacturer narrative:
Reported that the touch is non responsive on 2nd monitor of the central nurse's station (cns). He is able to use the mouse on the screen but just not the touch. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.